Event description:
A system operator reported they received an error message during a lasik surgery. It is not known if the procedure could be completed within the same session or whether there was patient impact/injury associated with this event.